Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "front end controller failure 6(4)" is not confirmed. The hospital biomed checked the pump and could not duplicate the issue. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the iabp serial/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for developing trends.

Event description:
It was reported that while transferring a patient from the operating room (or) the perfusionist got an alarm that read frontend controller failure 6(4). They were unable to clear the alarm even with a reboot. The pump was switched out. Initially they got the same alarm, but it cleared without a problem. The patient went to the or and then to the cardiothoracic intensive care unit without any complications. The clinical support specialist explained the alarm and that the pump should be seen by biomed. There was no reported death or patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while transferring a patient from the operating room (or) the perfusionist got an alarm that read front end controller failure 6(4). They were unable to clear the alarm even with a reboot. The pump was switched out. Initially they got the same alarm, but it cleared without a problem. The patient went to the operation room and then to the cardiothoracic intensive care unit without any complications. The clinical support specialist explained the alarm and that the pump should be seen by biomed. There was no reported death or patient complications.